Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.1 pockets a1 a5 failed; drawer opened but pockets did not. Recovery and reboot attempts were unsuccessful. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined the drawer was failed. A field service engineer (fse) called and worked with the pharmacy and confirmed that the issue was resolved by recovering the failed cubies by shutting down the unit for 10 minutes. Fse then remoted into the system by remote support service and confirmed no failed storage space neither failed icon on the screen. The system functioned as intended after the field service engineer had investigated the device.